Event description:
It was reported that the customer's insulin pump was repeatedly suspending itself without any input from the customer. The customer stated that he would go to deliver a bolus but find that the insulin pump was suspended. The customer stated that this was a regular suspend and not a threshold suspend. The customer's blood glucose during the last regular suspend around 400 mg/dl. Advised customer that the insulin pump should not be suspending on its own and that it was unlikely that the customer was accidentally pressing the buttons due to the issue occurring multiple times. Advised customer to call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.